Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The distal tip suture anchor has become detached from the device. The device appears to have been actuated. The proximal anchor and plug are still attached to the device. Once function tested it appears the suture anchor had become detached not broken from the anchor plug. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A functional evaluation revealed the device could function as expected, but not as intended without the suture anchor. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a rotator cuff repair procedure, the proximal anchor was broken when the suture of healicoil ub 5.5 was passed through. The procedure was completed with a back-up device. No patient injury or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.